Event description:
It was reported that the spinal cord stimulation (scs) patient battery was completely unresponsive, and as a result, the implantable pulse generator (ipg) was replaced. Postoperatively, the patient was able to get full coverage. The explanted device will not be returned for analysis, as it was retained by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.block d.2b: additional applicable product codes: qrb.